Manufacturer narrative:
The coiled cable was replaced to repair the bed.

Event description:
Info received indicates wires are exposed on the left coiled cable due to the caster rubbing on the insulation.